Manufacturer narrative:
It could not be conclusively determined if the cannula was dislodged from the insertion site. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or bottom housing. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The data showed no timeouts, drive stalls, or pulse width increases that would indicate the pod struggling to deliver insulin while worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by mother that the patient's blood glucose levels reached 465 mg/dl while wearing the pod between 1 and 4 hours. Patient stated the pod was tearing away from the adhesive backing and the cannula dislodged from the infusion site (abdomen). As treatment, a new pod was applied after the event.